Event description:
It was reported that, "scrub tech did a drop test to verify drill bit screw hole placement prior insertion. Nail was inserted into patient. The targeting arm antegrade was then reattached the nail adapter. The 3 in 1 sleeve was then inserted and the drill bit would pass through. The screw was then inserted and upon a lateral xray view, the screw was visualized as not entering the hole. The screw was then removed and another drill hole was established. Another lateral xray view was taken to verify drill bit screw through hole. Then screw was implanted and visualized as going through the hole.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.